Event description:
It was reported that during device unpacking and prior to use, the xience v stent delivery system (sds) mandrel and protective sheath was stuck on the balloon and during forceful removal the balloon inner member was separated into 2 pieces. It was suspected that the stent was moved on the delivery system and the device was not used. There was no patient involvement. The device was not used in the anatomy. A different device was used in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) - removed. Evaluation summary: the device was returned for evaluation. Resistance/difficulty removing the protective sheath could not be tested as the protective sheath was not returned. Several separations were confirmed. Stent movement was not confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device coding: (B)(4) - instructions for use, against resistance. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.